Event description:
The customer reported that the bedside monitor (bsm) qi pack was not illuminating the wlan or link lights, only the power light was on. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the bedside monitor (bsm) qi pack was not illuminating the wlan or link lights, only the power light was on. The qi pack from this affected unit was installed into another bsm-1700 and it functioned normally, indicating that the issue is with the affected bsm unit. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10: attempt # 1: (B)(6) 2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2026 I called rick to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for rick to call me back with this information. Attempt # 3: (B)(6) 2026 I called rick to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for rick to call me back with this information.